Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Product complaint : (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was operated on today (B)(6) 2019 by surgeon at the (B)(6). This case was booked with prism surgical and when the prism representative was there they discovered that it was a revision of a previous construct which had used monarch pedicle screws. The prism representative called to inform me that two of the monarch screw drivers 2770-20-303 were damaged during the removal of the pedicle screws, one broke and one driver stripped. No further information was given apart from that all implants were successfully removed. The prism representative is unsure if the drivers are available for return.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.